Event description:
A malfunction alarm labeled as "malf 9" was reported, but there were no notable events before the occurrence. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions on how to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.